Manufacturer narrative:
(B)(4). A medtronic representative was unable to replicate the issue; the navigation system and software were restarted multiple times but the system appeared to function as expected. Replacement computer shipped to site on (B)(6) 2014 for issue resolution. Medtronic investigation of the returned computer has not been completed. On (B)(6) 2014 a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that the navigation system unexpectedly exited. The medtronic representative turn the system on, entered the software and left the system for approximately 20 minutes, when the medtronic representative returned the navigation system displayed "no signal" on both monitors. The navigation system was restarted to resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
On (B)(6) 2014, the computer was received by the manufacturer for analysis. On (B)(6) 2015, the medtronic investigation of returned suspect device was completed and found that during initial testing the computer booted to the login screen with proper video output. Further testing showed the video graphics card failed testing within a couple of seconds after starting. After replacing the video graphics card the computer passed all testing. The reported event was confirmed to be caused by a graphics card malfunction. As previously reported, a replacement computer was shipped to site for issue resolution.